Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of abdominal pain ('abdominal pinching') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included liver transplant. Concurrent conditions included cervical dysplasia, hepatitis nos, hodgkin's disease, hypertension and asthma. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criterion intervention required) and skin disorder ("skin problems "). The patient was treated with surgery (essure removal method: laparoscopy). Essure was removed on (B)(6) 2021. At the time of the report, the abdominal pain and skin disorder outcome was unknown. The reporter considered abdominal pain and skin disorder to be unrelated to essure. The reporter commented: removal was performed at patient's request. No follow-up is available 6 or more months following essure removal. Quality-safety evaluation of ptc: the investigation of the sample could not confirm any quality defect. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. Most recent follow-up information incorporated above includes: on 8-apr-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a physician and describes the occurrence of abdominal pain ('abd pinching') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included liver transplant. Concurrent conditions included cervical dysplasia, hepatitis nos, hodgkin's disease, hypertension and asthma. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criterion intervention required) and skin disorder ("skin problems "). The patient was treated with surgery (essure removal method: laparoscopy). Essure was removed on (B)(6) 2021. At the time of the report, the abdominal pain and skin disorder outcome was unknown. The reporter considered abdominal pain and skin disorder to be unrelated to essure. The reporter commented: removal was performed at patient's request. No follow-up is available 6 or more months following essure removal. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of abdominal pain ('abdominal pinching') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included liver transplant. Concurrent conditions included cervical dysplasia, hepatitis nos, hodgkin's disease, hypertension and asthma. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criterion intervention required) and skin disorder ("skin problems"). The patient was treated with surgery (essure removal method: laparoscopy). Essure was removed on (B)(6) 2021. At the time of the report, the abdominal pain and skin disorder outcome was unknown. The reporter considered abdominal pain and skin disorder to be unrelated to essure. The reporter commented: removal was performed at patient's request. No follow-up is available 6 or more months following essure removal. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 21-feb-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.